Event description:
A user facility¿s clinic manager (cm) reported that fresenius bloodline clotted during a patient¿s hemodialysis (hd) treatment. Upon follow up, she said that she did not have the number of occurrences or the occurrence dates available. It is unknown how long into treatment the issue occurred. A fresenius dialyzer was also in use. There were no issues noted during priming, no loose connections, or changes in pressure during treatment. There were no defects observed on the bloodline. The patient¿s estimated blood loss (ebl) was approximately 5ml. There was no patient serious injury or medical intervention required as a result of this event. The issue was noted at the end of treatment, so treatment was complete. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that fresenius bloodline clotted during a patient¿s hemodialysis (hd) treatment. Upon follow up, she said that she did not have the number of occurrences or the occurrence dates available. It is unknown how long into treatment the issue occurred. A fresenius dialyzer was also in use. There were no issues noted during priming, no loose connections, or changes in pressure during treatment. There were no defects observed on the bloodline. The patient¿s estimated blood loss (ebl) was approximately 5ml. There was no patient serious injury or medical intervention required as a result of this event. The issue was noted at the end of treatment, so treatment was complete. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information received.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility¿s clinic manager (cm) reported that fresenius bloodline clotted during a patient¿s hemodialysis (hd) treatment. Upon follow up, she said that she did not have the number of occurrences or the occurrence dates available. It is unknown how long into treatment the issue occurred. A fresenius dialyzer was also in use. There were no issues noted during priming, no loose connections, or changes in pressure during treatment. There were no defects observed on the bloodline. The patient¿s estimated blood loss (ebl) was approximately 5ml. There was no patient serious injury or medical intervention required as a result of this event. The issue was noted at the end of treatment, so treatment was complete. The complaint device is not available to be returned to the manufacturer for evaluation.